Manufacturer narrative:
The device was not returned for evaluation. Images were not provided. Medical records were provided and reviewed. Upon successful deployment, the filter slightly tilted about 10 degrees. Approximately after three months, the chronic occlusion of the bilateral common iliac veins and the distal inferior vena cava was demonstrated during the filter retrieval procedure and hence, the procedure was terminated. Therefore, the investigation is confirmed for positioning issue and inconclusive for filter tilt and retrieval difficulties. Per medical records, the filter retrieval was terminated due to chronic occlusion of the bilateral common iliac veins. However, based on the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model dl900j vena cava filter was allegedly difficult to remove and allegedly experienced malposition of the device and an alleged positioning issue. This information was received from a single source. The alleged difficultly to remove, malposition of the device and positioning issue involved a patient with no known impact to the patient. The patient is reported to be a (B)(6) year-old male, weighing (B)(6) lb.